Manufacturer narrative:
The device has been explanted and has been returned to innsbruck, where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that according to a preoperative audiometry, a hearing impairment with a conductive hearing loss was found, which was indicative for a vibroplasty (oval or round window). However, postoperatively no satisfying hearing impression could be obtained. It is assumed that the bone conduction threshold reported by the pt was more felt than heard and did not match a real absolute threshold of hearing, which led to the wrong indication. The pt was explanted in 2009, and re-implanted with a cochlea implant.